Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case showed the tip of the left hippocampus lead was initially placed accurately, however the middle of the lead bowed off trajectory. The surgeon therefore decided to revise this lead in order for all lead contacts to be optimal. Review of the case logs showed no other sources of shifts or registration errors, and accurate placements of all other implants indicate the bowing of this lead could primarily be due to skiving. Ultimately, this case was completed with no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported incident can be traced to user technique.

Event description:
It was reported that implants using the excelsius gps system were misplaced intra-operatively and then removed and replaced.